Event description:
Siemens became aware of a malfunction that occurred while operating the artis one system. At the start of an emergency procedure, the system was powered on; however, table and stand movements were unavailable. As a result, the procedure could not be completed using the affected system, and the patient was transferred to another medical facility to continue treatment. Siemens is not aware of any adverse effect on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted if additional information becomes available.